Event description:
On september 15, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation system had temperature issues in 2008. There was no procedure or pt involvement.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The prolieve thermodilitation system will be serviced on-site. Therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event.